Manufacturer narrative:
During a follow-up email from the customer, it was reported that the customer changed the cartridge and was receiving an accurate fill estimate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin. The customer observed an accurate fill estimate of over 420 units; however, the insulin gauge remained static at 90 units since then. The customer's blood glucose level was 208 mg/dl. The customer declined to reload the cartridge during the call with tandem technical support.